Event description:
During ICD changeout, the lead was connected to the new ICD and the pocket was closed. When inducing vf for dft testing, a loud pop was heard. The patient remained in vf and was externally rescued. The new ICD neverdelivered therapy. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.